Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the us catheter kit, verification of all final testing performed by/on the us catheter kit, and packaging for subject us catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with us catheter kit function. Device remains implanted and was not returned. No information is available as to what caused the catheter migration. Per the instructions for use of the device, catheter migration is a possible known risk of use of the device. Internal complaint number: (B)(4).

Event description:
Clinical specialist (cs) reported a catheter replacement due to catheter migration. Cs stated that imaging had shown that the original catheter was no longer in the intrathecal space. Cs reported that the patient had an anterior lumbar interbody fusion (alif) surgery and that the catheter was replaced during the procedure. The original catheter was tied off and left in the body. The patient stated that they were not having adequate pain control. There is no information as to how the catheter migrated.